Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain in whole body"), device breakage ("essure was not removed "completely", fragments of essure out of the uterus have remained") and mental disorder ("psychological sequels") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia (consumer has been using ferbisol for iron-deficiency anemia treatment.). Concomitant products included omeprazole for gastric disorder. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), the first episode of arthralgia ("hip pain"), gastric disorder ("stomach issues"), stress ("stress"), anxiety ("anxiety"), the second episode of arthralgia ("pain in sacroiliac joints / pain in elbows"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), dyspepsia ("slow digestion / digestive problems") and eating disorder ("she has issues with food/meals"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criteria disability, medically significant and intervention required) with loss of personal independence in daily activities, device breakage (seriousness criterion medically significant), mental disorder (seriousness criterion medically significant), menorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots"), swelling ("swelling"), metrorrhagia ("metrorrhagia"), myalgia ("muscle pain"), the third episode of arthralgia ("joints pain"), loss of libido ("lack of sexual drive"), fatigue ("chronic tiredness"), alopecia ("alopecia"), mood altered ("mood changes"), gastrointestinal inflammation ("abdominal inflammation"), feeling abnormal ("aesthetic damage") and complication of device removal ("fragments of essure out of the uterus have remained"). The patient was treated with tizanidine hydrochloride (sirdalud), deflazacort, capsaicin, surgery (bilateral salpingectomy for essure removal) and surgery (bilateral salpingectomy for essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage, mental disorder, swelling, metrorrhagia, myalgia, the last episode of arthralgia, loss of libido, fatigue, alopecia, mood altered, gastrointestinal inflammation and feeling abnormal outcome was unknown and the pain, menorrhagia, back pain, inflammation, muscle rigidity, gastric disorder, stress, anxiety, muscle fatigue, limb discomfort, dyspepsia, eating disorder and complication of device removal had not resolved. The reporter considered alopecia, anxiety, back pain, complication of device removal, device breakage, dyspepsia, eating disorder, fatigue, feeling abnormal, gastric disorder, gastrointestinal inflammation, inflammation, limb discomfort, loss of libido, menorrhagia, mental disorder, metrorrhagia, mood altered, muscle fatigue, muscle rigidity, myalgia, pain, pelvic pain, stress, swelling, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia to be related to essure (ess205). The reporter commented: she was now 44 years old and is still waiting for surgery in order to be removed. Also she was taking the treatment drug pazital due to pain in neck, hips and lumbago. The patient refers that any doctor has confirmed that her problems were associated to essure, but also they have not said the contrary. Patient underwent bilateral salpingectomy on (B)(6) 2017 for essure removal. Essure was not removed completely, reason for which fragment of it have remained. She had to undergo another surgery because fragments have remained, the fragments are out of the uterus, however, she received a negative to perform this procedure and she has to go to a private hospital. The reporter requested a donation because nobody wants to take charge about it and she does not have the money to pay a private surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 24-jul-2018 for the following meddra pts: pelvic pain: the analysis revealed 11.788 cases (excluding this case). Pain: the analysis revealed 430 cases (excluding this case). Device breakage: the analysis revealed 2.776 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-jul-2018: the as reported of the event ¿fragments of essure have remained¿ was updated to ¿fragments of essure out of the uterus have remained¿, and the outcome was updated to "not recovered". On 20-jul-2018: the reporter information was updated and a new reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain in whole body"), mental disorder ("psychological sequels") and menorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "essure was not removed completely, fragments of essure out of the uterus have remained" (seriousness criterion medically significant). The patient's concurrent conditions included iron deficiency anemia (consumer has been using ferbisol for iron-deficiency anemia treatment.). Concomitant products included omeprazole for gastric disorder and ferrous glycine sulfate (ferbisol) for iron deficiency anemia. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), the first episode of arthralgia ("hip pain"), gastric disorder ("stomach issues"), stress ("stress"), anxiety ("anxiety"), the second episode of arthralgia ("pain in sacroiliac joints / pain in elbows"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), dyspepsia ("slow digestion / digestive problems") and eating disorder ("she has issues with food/meals"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criteria disability, medically significant and intervention required) with loss of personal independence in daily activities, mental disorder (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), swelling ("swelling"), metrorrhagia ("metrorrhagia"), myalgia ("muscle pain"), the third episode of arthralgia ("joints pain"), loss of libido ("lack of sexual drive"), fatigue ("chronic tiredness"), alopecia ("alopecia"), mood altered ("mood changes"), gastrointestinal inflammation ("abdominal inflammation"), feeling abnormal ("aesthetic damage"), complication of device removal ("fragments of essure out of the uterus have remained"), depression ("depression") and sleep disorder ("sleeping problems"). The patient was treated with capsaicin, deflazacort, paracetamol;tramadol hydrochloride (pazital), tizanidine hydrochloride (sirdalud) and surgery (bilateral salpingectomy for essure removal on (B)(6)2017). Essure (ess205) was removed. At the time of the report, the pelvic pain, swelling, metrorrhagia, myalgia, the last episode of arthralgia, loss of libido, fatigue, alopecia, mood altered, gastrointestinal inflammation, feeling abnormal, depression and sleep disorder outcome was unknown and the pain, menorrhagia, back pain, inflammation, muscle rigidity, gastric disorder, stress, anxiety, muscle fatigue, limb discomfort, dyspepsia, eating disorder and complication of device removal had not resolved. The reporter considered alopecia, anxiety, back pain, complication of device removal, depression, dyspepsia, eating disorder, fatigue, feeling abnormal, gastric disorder, gastrointestinal inflammation, inflammation, limb discomfort, loss of libido, menorrhagia, mental disorder, metrorrhagia, mood altered, muscle fatigue, muscle rigidity, myalgia, pain, pelvic pain, sleep disorder, stress, swelling, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia to be related to essure (ess205). The reporter commented: she was now 44 years old and is still waiting for surgery in order to be removed. Also she was taking the treatment drug pazital due to pain in neck, hips and lumbago. The patient refers that any doctor has confirmed that her problems were associated to essure, but also they have not said the contrary. Patient underwent bilateral salpingectomy on (B)(6)2017 for essure removal. Essure was not removed completely, reason for which fragment of it have remained. She had to undergo another surgery because fragments have remained, the fragments are out of the uterus, however, she received a negative to perform this procedure and she has to go to a private hospital. The reporter requested a donation because nobody wants to take charge about it and she does not have the money to pay a private surgery. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: showed 4 pieces (of essure) in uterus. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: events added: depression, sleeping disorder. Removal surgery date updated: (B)(6)2017. A small part of the product remains in uterus at the time the tubes are cut. Her radiography showed 4 pieces in uterus. Lab test updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure was not removed completely, fragments of essure out of the uterus have remained') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia. Concomitant products included omeprazole for gastric disorder and ferrous glycine sulfate (ferbisol) for iron deficiency anemia. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), arthralgia ("hip pain, pain in sacroiliac joints, in elbows, joint pain"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), neck pain ("cervical pain I thought was related to my work in the fields"), gastric disorder ("stomach issues"), dyspepsia ("slow digestion / digestive problems"), eating disorder ("she has issues with food/ meals"), anxiety ("anxiety") and stress ("stress"). On (B)(6)2017, the patient experienced complication of device removal ("essure was not removed completely"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device breakage (seriousness criterion medically significant), menorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots"), metrorrhagia ("metrorrhagia"), pain ("pain in whole body"), vaginal infection ("vaginal infections every month"), urinary tract infection ("urinary tract infections every month"), gastrointestinal inflammation ("abdominal inflammation"), swelling ("swelling"), myalgia ("muscle pain"), alopecia ("alopecia"), fatigue ("chronic tiredness"), depression ("depression"), mood altered ("mood changes"), loss of libido ("lack of sexual drive"), sleep disorder ("sleeping problems") and dry eye ("eye dryness"). The patient was treated with capsaicin, deflazacort, paracetamol;tramadol hydrochloride (pazital), tizanidine hydrochloride (sirdalud) and surgery (bilateral salpingectomy for essure removal on (B)(6)2017). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage, metrorrhagia, complication of device removal, gastrointestinal inflammation, swelling, myalgia, alopecia, fatigue, depression, mood altered, loss of libido and sleep disorder outcome was unknown and the menorrhagia, back pain, pain, vaginal infection, inflammation, muscle rigidity, arthralgia, muscle fatigue, limb discomfort, neck pain, urinary tract infection, gastric disorder, dyspepsia, eating disorder, anxiety, stress and dry eye had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, dry eye, dyspepsia, eating disorder, fatigue, gastric disorder, gastrointestinal inflammation, inflammation, limb discomfort, loss of libido, menorrhagia, metrorrhagia, mood altered, muscle fatigue, muscle rigidity, myalgia, neck pain, pain, pelvic pain, sleep disorder, stress, swelling, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: at the beginning, it was only cervical pain that I thought was related to my work in the fields. In time, I developed digestive problems (¿), muscle pains, anxiety and stress issues, eye dryness, vaginal and urinary tract infections every month. I felt really bad but I never associated it with essure. The patient refers that any doctor has confirmed that her problems were associated to essure, but also they have not said the contrary. In 2018, she was now 44 years old and is still waiting for surgery in order to have it removed. Patient underwent bilateral salpingectomy on (B)(6)2017 for essure removal. Essure was not removed completely, reason for which fragments of it have remained. She had to undergo another surgery because fragments have remained, the fragments are out of the uterus, however, she received a negative to perform this procedure and she has to go to a private hospital. The reporter requested a donation because nobody wants to take charge about it and she does not have the money to pay a private surgery. Essure has limited her / she cannot work. She suffered from aesthetic damage and psychological sequels. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: showed 4 pieces (of essure) in uterus. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2020: consumer reported in an article that at the beginning, it was only "cervical pain" (new event added) that I thought was related to my work in the fields. In time, I developed (other events already reported), (newly added as events:) "eye dryness, vaginal and urinary tract infections every month". I felt really bad but I never associated it with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pain ("pain in whole body"), device breakage ("essure was not removed completly, fragments of essure have remained") and mental disorder ("psychological sequels") in a 34-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia (consumer has been using ferbisol for iron-deficiency anemia treatment.). Concomitant products included omeprazole for gastric disorder. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), the first episode of inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), the first episode of arthralgia ("hip pain"), gastric disorder ("stomach issues"), stress ("stress"), anxiety ("anxiety"), the second episode of arthralgia ("pain in sacroiliac joints / pain in elbows"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), dyspepsia ("slow digestion") and eating disorder ("she has issues with food/meals"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criteria disability, medically significant and intervention required) with loss of personal independence in daily activities, device breakage (seriousness criterion medically significant), mental disorder (seriousness criterion medically significant), menorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots"), swelling ("swelling nos"), metrorrhagia ("metrorrhagia"), myalgia ("muscle pain"), the third episode of arthralgia ("joints pain"), loss of libido ("lack of sexual drive"), fatigue ("chronic tiredness"), alopecia ("alopecia"), mood altered ("mood changes"), the second episode of inflammation ("abdominal inflammation"), feeling abnormal ("aesthetic damage") and complication of device removal ("fragments of essure have remained"). The patient was treated with tizanidine hydrochloride (sirdalud), deflazacort, capsaicin, surgery (bilateral salpingectomy for essure removal) and surgery (bilateral salpingectomy for essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, mental disorder, swelling, metrorrhagia, myalgia, the last episode of arthralgia, loss of libido, fatigue, alopecia, mood altered, the last episode of inflammation, feeling abnormal and complication of device removal outcome was unknown and the pain, menorrhagia, back pain, muscle rigidity, gastric disorder, stress, anxiety, muscle fatigue, limb discomfort, dyspepsia and eating disorder had not resolved. The reporter considered alopecia, anxiety, back pain, complication of device removal, device breakage, dyspepsia, eating disorder, fatigue, feeling abnormal, gastric disorder, limb discomfort, loss of libido, menorrhagia, mental disorder, metrorrhagia, mood altered, muscle fatigue, muscle rigidity, myalgia, pain, pelvic pain, stress, swelling, the first episode of arthralgia, the first episode of inflammation, the second episode of arthralgia, the second episode of inflammation and the third episode of arthralgia to be related to essure (ess205). The reporter commented: she was now 44 years old and is still waiting for surgery in order to be removed. Also she was taking the treatment drug pazital due to pain in neck, hips and lumbago. The patient refers that any doctor has confirmed that her problems were associated to essure, but also they have not said the contrary. Patient underwent bilateral salpingectomy on (B)(6) 2017 for essure removal. Essure was not removed completely, reason for which fragment of it have remained. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: the analysis revealed 11462 cases (excluding this case). Pain: the analysis revealed 422 cases (excluding this case). Device breakage: the analysis revealed 2551 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "swelling, metrorrhagia, pelvic pain, muscle pain, joints pain, lack of sexual drive, chronic tiredness, alopecia, mood changes, abdominal inflammation, aesthetic damage, essure was not removed completely, fragments of essure have remained, psychological sequels" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pain ("pain in whole body") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia (consumer has been using ferbisol for iron-deficiency anemia treatment.). Concomitant products included omeprazole for gastric disorder. In 2006, the patient had essure (ess205) inserted. On the same year, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), the first episode of arthralgia ("hip pain"), gastric disorder ("stomach issues"), stress ("stress"), anxiety ("anxiety"), the second episode of arthralgia ("pain in sacroiliac joints / pain in elbows"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), dyspepsia ("slow digestion") and eating disorder ("she has issues with food/meals"). On an unknown date, the patient experienced pain (seriousness criterion disability) with loss of personal independence in daily activities and menorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots"). The patient was treated with tizanidine hydrochloride (sirdalud), deflazacort and capsaicin. Essure (ess205) treatment was not changed. At the time of the report, the pain, menorrhagia, back pain, inflammation, muscle rigidity, gastric disorder, stress, anxiety, the last episode of arthralgia, muscle fatigue, limb discomfort, dyspepsia and eating disorder had not resolved. The reporter considered anxiety, back pain, dyspepsia, eating disorder, gastric disorder, inflammation, limb discomfort, menorrhagia, muscle fatigue, muscle rigidity, pain, stress, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: she was now (B)(6) and is still waiting for surgery in order to be removed. Also she was taking the treatment drug pazital due to pain in neck, hips and lumbago. The patient refers that any doctor has confirmed that her problems were associated to essure, but also they have not said the contrary. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 367 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-aug-2017: fu information retrieved from lay press: reporter information was updated and a new reporter was added, and also treatment drug was provided. Furthermore it was reported consumer is waiting for surgery in order to remove essure. It has limited her. She has pain in whole body and cannot work. Case upgraded to incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure was not removed completely, fragments of essure out of the uterus have remained') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia. Concomitant products included omeprazole for gastric disorder and ferrous glycine sulfate (ferbisol) for iron deficiency anemia. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), arthralgia ("hip pain, pain in sacroiliac joints, in elbows, joint pain"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), neck pain ("cervical pain I thought was related to my work in the fields"), gastric disorder ("stomach issues"), dyspepsia ("slow digestion / digestive problems"), eating disorder ("she has issues with food/ meals"), anxiety ("anxiety") and stress ("stress"). On (B)(6) 2017, the patient experienced complication of device removal ("essure was not removed completely"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device breakage (seriousness criterion medically significant), menorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots"), metrorrhagia ("metrorrhagia"), pain ("pain in whole body"), vaginal infection ("vaginal infections every month"), urinary tract infection ("urinary tract infections every month"), gastrointestinal inflammation ("abdominal inflammation"), swelling ("swelling"), myalgia ("muscle pain"), alopecia ("alopecia"), fatigue ("chronic tiredness"), depression ("depression"), mood altered ("mood changes"), loss of libido ("lack of sexual drive"), sleep disorder ("sleeping problems") and dry eye ("eye dryness"). The patient was treated with capsaicin, deflazacort, paracetamol;tramadol hydrochloride (pazital), tizanidine hydrochloride (sirdalud) and surgery (bilateral salpingectomy for essure removal on (B)(6) 2017). Essure (ess205) was removed. At the time of the report, the pelvic pain, device breakage, metrorrhagia, complication of device removal, gastrointestinal inflammation, swelling, myalgia, alopecia, fatigue, depression, mood altered, loss of libido and sleep disorder outcome was unknown and the menorrhagia, back pain, pain, vaginal infection, inflammation, muscle rigidity, arthralgia, muscle fatigue, limb discomfort, neck pain, urinary tract infection, gastric disorder, dyspepsia, eating disorder, anxiety, stress and dry eye had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, dry eye, dyspepsia, eating disorder, fatigue, gastric disorder, gastrointestinal inflammation, inflammation, limb discomfort, loss of libido, menorrhagia, metrorrhagia, mood altered, muscle fatigue, muscle rigidity, myalgia, neck pain, pain, pelvic pain, sleep disorder, stress, swelling, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: at the beginning, it was only cervical pain that I thought was related to my work in the fields. In time, I developed digestive problems (¿), muscle pains, anxiety and stress issues, eye dryness, vaginal and urinary tract infections every month. I felt really bad but I never associated it with essure. The patient refers that any doctor has confirmed that her problems were associated to essure, but also they have not said the contrary. In 2018, she was now 44 years old and is still waiting for surgery in order to have it removed. Patient underwent bilateral salpingectomy on (B)(6) 2017 for essure removal. Essure was not removed completely, reason for which fragments of it have remained. She had to undergo another surgery because fragments have remained, the fragments are out of the uterus, however, she received a negative to perform this procedure and she has to go to a private hospital. The reporter requested a donation because nobody wants to take charge about it and she does not have the money to pay a private surgery. Essure has limited her / she cannot work. She suffered from aesthetic damage and psychological sequels. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: showed 4 pieces (of essure) in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure was not removed completely, fragments of essure out of the uterus have remained') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency anemia. Concomitant products included omeprazole for gastric disorder and ferrous glycine sulfate (ferbisol) for iron deficiency anemia. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), muscle rigidity ("muscle rigidity in whole body"), arthralgia ("hip pain, pain in sacroiliac joints, in elbows, joint pain"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), neck pain ("cervical pain I thought was related to my work in the fields"), gastric disorder ("stomach issues"), dyspepsia ("slow digestion / digestive problems"), eating disorder ("she has issues with food/ meals"), anxiety ("anxiety") and stress ("stress"). On (B)(6) 2017, the patient experienced complication of device removal ("essure was not removed completely"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device breakage (seriousness criterion medically significant), menometrorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots/ metrorrhagia"), pain ("pain in whole body"), vaginal infection ("vaginal infections every month"), urinary tract infection ("urinary tract infections every month"), gastrointestinal inflammation ("abdominal inflammation"), dry eye ("eye dryness"), swelling ("swelling"), myalgia ("muscle pain"), alopecia ("alopecia"), fatigue ("chronic tiredness"), depression ("depression"), mood altered ("mood changes"), loss of libido ("lack of sexual drive") and sleep disorder ("sleeping problems"). The patient was treated with capsaicin, deflazacort, paracetamol;tramadol hydrochloride (pazital), tizanidine hydrochloride (sirdalud) and surgery (bilateral salpingectomy for essure removal on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, gastrointestinal inflammation, swelling, myalgia, alopecia, fatigue, depression, mood altered, loss of libido and sleep disorder outcome was unknown and the device breakage, menometrorrhagia, back pain, pain, vaginal infection, inflammation, complication of device removal, muscle rigidity, arthralgia, muscle fatigue, limb discomfort, neck pain, urinary tract infection, gastric disorder, dyspepsia, eating disorder, dry eye, anxiety, and stress had not resolved. The reporter considered alopecia, anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, dry eye, dyspepsia, eating disorder, fatigue, gastric disorder, gastrointestinal inflammation, inflammation, limb discomfort, loss of libido, menometrorrhagia, mood altered, muscle fatigue, muscle rigidity, myalgia, neck pain, pain, pelvic pain, sleep disorder, stress, swelling, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: at the beginning, it was only cervical pain that I thought was related to my work in the fields. In time, I developed digestive problems, muscle pains, anxiety and stress issues, eye dryness, vaginal and urinary tract infections every month. I felt really bad but I never associated it with essure. The patient refers that none of the doctors confirmed that her problems were associated to essure, but they did say the contrary either. Patient underwent bilateral salpingectomy on (B)(6) 2017 for essure removal. Essure was not removed completely, reason for which fragments have remained. In 2018, she was now 44 years old and was still waiting for surgery in order to have the fragments removed. She had to undergo another surgery because fragments have remained, the fragments are out of the uterus, however, she received a negative to perform this procedure and she has to go to a private hospital. The reporter requested a donation because nobody wants to take charge about it and she does not have the money to pay a private surgery. Essure has limited her / she cannot work. She suffered from aesthetic damage and psychological sequels. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: showed 4 pieces (of essure) in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure was not removed completely, fragments of essure out of the uterus have remained') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant past medical history. Concurrent conditions included iron deficiency anemia. Concomitant products included omeprazole for gastric disorder and ferrous glycine sulfate (ferbisol) for iron deficiency anemia. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), gastric disorder ("stomach issues"), dyspepsia ("slow digestion / digestive problems"), muscle rigidity ("muscle rigidity in whole body"), neck pain ("cervical pain I thought was related to my work in the fields"), arthralgia ("hip pain, pain in sacroiliac joints, in elbows, joint pain"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), eating disorder ("she has issues with food/ meals"), anxiety ("anxiety") and stress ("stress"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required) and complication of device removal ("essure was not removed completely"), 11 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), menometrorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots/ metrorrhagia/excessive bleeding"), pain ("pain in whole body"), abdominal distension ("abdominal distension"), vaginal infection ("vaginal infections every month"), gastrointestinal inflammation ("abdominal inflammation"), myalgia ("muscle pain"), urinary tract infection ("urinary tract infections every month"), dry eye ("eye dryness"), swelling ("swelling"), alopecia ("alopecia"), fatigue ("chronic tiredness"), depression ("depression"), mood swings ("mood swings"), loss of libido ("lack of sexual drive") and sleep disorder ("sleeping problems"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with blood, whole (blood), capsaicin, deflazacort, paracetamol;tramadol hydrochloride (pazital), tizanidine hydrochloride (sirdalud) and surgery (laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2017 and surgery for essure fragment removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, gastrointestinal inflammation, myalgia, swelling, alopecia, fatigue, depression, mood swings, loss of libido and sleep disorder outcome was unknown and the device breakage, menometrorrhagia, back pain, pain, vaginal infection, inflammation, gastric disorder, dyspepsia, complication of device removal, muscle rigidity, neck pain, arthralgia, muscle fatigue, limb discomfort, urinary tract infection, eating disorder, dry eye, anxiety and stress had not resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, complication of device removal, depression, device breakage, dry eye, dyspepsia, eating disorder, fatigue, gastric disorder, gastrointestinal inflammation, inflammation, limb discomfort, loss of libido, menometrorrhagia, mood swings, muscle fatigue, muscle rigidity, myalgia, neck pain, pain, pelvic pain, sleep disorder, stress, swelling, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: at the beginning, it was only cervical pain that I thought was related to my work in the fields. In time, I developed digestive problems (¿), muscle pains, anxiety and stress issues, eye dryness, vaginal and urinary tract infections every month. I felt really bad but I never associated it with essure. None of the doctors confirmed that her problems were associated to essure, but they did not say the contrary either. Patient underwent bilateral salpingectomy on (B)(6) 2017 for essure removal. After some mild improvement for a couple of days, the symptoms caused by essure reappeared, as there were several remains of the device still in her body produced by removing the device incorrectly, causing it to break into pieces, fragments have remained. Professionals of the hospital did not manage to find where those device remains were, nor could they guarantee that a total hysterectomy would be able to remove all of the remains, so plaintiff was forced to resort to private healthcare for another surgery because fragments have remained, also fragments out of the uterus. The reporter requested a donation because nobody wanted to take charge about it and she does not have the money to pay a private surgery. Essure has limited her, she cannot work. She suffered from esthetic damage and psychological sequelae. In 2018, she was now 44 years old and was still waiting for surgery in order to have the fragments removed. In 2020 it was reported due to imaging test results report of (B)(6) 2018 and of (B)(6) 2018, after a pelvic computed tomography without contrast and an abdominal-pelvic computed tomography without contrast: plaintiff was forced to undergo another surgery ((B)(6) 2018), as well as to resort to private healthcare, which needed blood transfusions during the second intervention. Currently, she still suffers from several symptoms, the sequelae have not been fully determined yet. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: showed 4 pieces (of essure) in uterus. Computerised tomogram - on (B)(6) 2018: pelvic- without contrast : essure fragments; on (B)(6) 2018: abdominal-pelvic - without contrast : essure fragments. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: consumer claim received via health service. Plaintiff had no relevant past medical history. Essure was implanted on (B)(6) 2006 (date specified). New event reported: abdominal distension. Event mood altered was changed tommood swings. On (B)(6) 2017, plaintiff was admitted to hospital - until (B)(6) 2017 (serious criterion added) for the extraction of the essure devices on (B)(6) 2017 by bilateral salpingectomy via laparoscopy. After some mild improvement for a couple of days, the symptoms caused by essure reappeared, as there were several remains of the device still in her body produced by removing the device incorrectly, causing it to break into pieces (start date of device breakage and complication of device removal were added). Professionals of the hospital did not manage to find where those device remains were, nor could they guarantee that a total hysterectomy would be able to remove all of the remains, so plaintiff was forced to resort to private healthcare. Due to imaging test results report of (B)(6) 2018 and of (B)(6) 2018, after a pelvic computed tomography without contrast and an abdominal-pelvic computed tomography without contrast plaintiff was forced to undergo another surgery ((B)(6) 2018), as well as to resort to private healthcare, which needed blood transfusions during the second intervention. Currently, despite having undergone surgery for the extraction of the essure, she still suffers from several damages and symptoms, the sequelae have not been fully determined yet on (B)(6) 2021: no new information based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure was not removed completely, fragments of essure out of the uterus have remained') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure was not removed completely" on (B)(6) 2017 and complication of device removal "fragments of essure out of the uterus have remained" on (B)(6) 2018. The patient's medical history included gravida ii, c-section, vaginal delivery, mood disorder and postpartum depression (in 1998 and 2001 she gave birth, after which she suffered from postpartum depression that was treated by psychologists). No relevant past medical history. Concurrent conditions included generalized joint pain (arthralgia located in the cervical and lumbar spine, predominantly mechanical, cervical, elbows, hands, shoulders, feet)) since 2003, iron deficiency anemia, congenital umbilical hernia, dry eyes, general body pain and musculoskeletal pain. Family history included nasopharyngeal cancer and ischemic cardiomyopathy. Concomitant products included omeprazole for gastric disorder and ferrous glycine sulfate (ferbisol) for iron deficiency anemia. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("continuous lumbago / pain in back / lower back pain"), inflammation ("inflammation in abdomen which "seems like if she had 5 months of pregnancy""), gastric disorder ("stomach issues"), dyspepsia ("slow digestion / digestive problems / dyspepsia"), muscle rigidity ("muscle rigidity in whole body"), neck pain ("cervical pain I thought was related to my work in the fields"), arthralgia ("hip pain, pain in sacroiliac joints, in elbows, joint pain, sacro-ileal joints, polyarthralgia"), muscle fatigue ("tiredness on legs"), limb discomfort ("heaviness on legs"), eating disorder ("she has issues with food/ meals") with vomiting and nausea, anxiety ("anxiety") and stress ("stress"). On (B)(6) 2008, the patient experienced rash ("rash discomfort on the lower right side"), 2 years 3 months after insertion of essure (ess205). On (B)(6) 2011, the patient experienced iron deficiency anaemia ("iron deficiency anemia / chronic anaemia"). On (B)(6) 2012, the patient experienced hiatus hernia ("sliding hiatal hernia") and gastrooesophageal reflux disease ("esophageal reflux"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine myoma"). On (B)(6) 2016, the patient experienced dermatitis contact ("skin reaction to imitation jewelry"). On (B)(6) 2016, the patient experienced sacroiliitis ("sacroiliitis"). On (B)(6) 2017, the patient underwent umbilical hernia repair ("umbilical hernia with a 2 cm hole and a 4 cm - umbilical hernia repair"). On (B)(6) 2017, the patient experienced device breakage (seriousness criterion intervention required). On (B)(6) 2018, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2018, the patient experienced abdominal pain lower ("abdominal pain, especially in the lower left quadrant, initiallysecondary to a fragment of essure"). On (B)(6) 2018, the patient experienced mixed anxiety and depressive disorder ("anxious depressive syndrome") with anhedonia, insomnia and depressed mood. On (B)(6) 2018, the patient experienced seroma ("surgical wound seroma"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), menometrorrhagia (""scrambled" and abundant menstrual periods/ abundant bleeding with clots/ metrorrhagia/excessive bleeding"), pain ("pain in whole body"), abdominal distension ("abdominal distension"), vaginal infection ("vaginal infections every month"), gastrointestinal inflammation ("abdominal inflammation"), myalgia ("muscle pain"), urinary tract infection ("urinary tract infections every month"), dry eye ("eye dryness"), swelling ("swelling"), alopecia ("alopecia"), fatigue ("chronic tiredness"), depression ("depression"), mood swings ("mood swings"), loss of libido ("lack of sexual drive"), sleep disorder ("sleeping problems"), tendon pain ("achilles pain"), scoliosis ("lumbar scoliosis"), eye pain ("eye pain"), spinal pain ("pain in the lumbar spine"), menstrual disorder ("menstrual alterations"), the second episode of dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("heavy menstrual bleeding"), dry mouth ("dryness in the oral mucosa"), headache ("headaches"), asthenia ("asthenia") and postoperative wound infection ("the points became infected after essure removal on (B)(6) 2017"). The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with blood, whole (blood), capsaicin, citalopram, deflazacort, diazepam, diclofenac, domperidone, domperidone (motilium), ferrimannitol ovalbumin (kilor), gabapentin (neurontin), ibuprofen, iron, loratadine, lorazepam, lormetazepam, low molecular weight heparin, naproxen, paracetamol, paracetamol;tramadol hydrochloride (pazital), pregabalin, tizanidine hydrochloride (sirdalud) and surgery (laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2017 and surgery for essure fragment removal on (B)(6) 2018). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, gastrointestinal inflammation, myalgia, swelling, alopecia, fatigue, depression, mood swings, loss of libido, sleep disorder, rash, tendon pain, iron deficiency anaemia, scoliosis, hiatus hernia, uterine leiomyoma, gastrooesophageal reflux disease, eye pain, spinal pain, menstrual disorder, the last episode of dysmenorrhoea, dermatitis contact, heavy menstrual bleeding, dry mouth, sacroiliitis, headache, asthenia, umbilical hernia repair, postoperative wound infection, mixed anxiety and depressive disorder, abdominal pain lower and seroma outcome was unknown and the device breakage, menometrorrhagia, back pain, pain, vaginal infection, inflammation, gastric disorder, dyspepsia, muscle rigidity, neck pain, arthralgia, muscle fatigue, limb discomfort, urinary tract infection, eating disorder, dry eye, anxiety and stress had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, depression, dermatitis contact, device breakage, dry eye, dry mouth, dyspepsia, eating disorder, eye pain, fatigue, gastric disorder, gastrointestinal inflammation, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hiatus hernia, inflammation, iron deficiency anaemia, limb discomfort, loss of libido, menometrorrhagia, menstrual disorder, mixed anxiety and depressive disorder, mood swings, muscle fatigue, muscle rigidity, myalgia, neck pain, pain, pelvic pain, postoperative wound infection, rash, sacroiliitis, scoliosis, seroma, sleep disorder, spinal pain, stress, swelling, tendon pain, umbilical hernia repair, urinary tract infection, uterine leiomyoma, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: essure placement 6 coils on the right tube and 3 coils on the left tube. At the beginning, it was only cervical pain that I thought was related to my work in the fields. In time, I developed digestive problems (¿), muscle pains, anxiety and stress issues, eye dryness, vaginal and urinary tract infections every month. I felt really bad but I never associated it with essure. None of the doctors confirmed that her problems were associated to essure, but they did not say the contrary either. Patient underwent bilateral salpingectomy on (B)(6) 2017 for essure removal. After some mild improvement for a couple of days, the symptoms caused by essure reappeared, as there were several remains of the device still in her body produced by removing the device incorrectly, causing it to break into pieces, fragments have remained. Professionals of the hospital did not manage to find where those device remains were, nor could they guarantee that a total hysterectomy would be able to remove all of the remains, so plaintiff was forced to resort to private healthcare for another surgery because fragments have remained, also fragments out of the uterus. The reporter requested a donation because nobody wanted to take charge about it and she does not have the money to pay a private surgery. Essure has limited her, she cannot work. She suffered from esthetic damage and psychological sequelae. In 2018, she was now 44 years old and was still waiting for surgery in order to have the fragments removed. In 2020 it was reported due to imaging test results report of (B)(6) 2018 and of (B)(6) 2018, after a pelvic computed tomography without contrast and an abdominal-pelvic computed tomography without contrast: plaintiff was forced to undergo another surgery ((B)(6) 2018 or (B)(6) 2018), as well as to resort to private healthcare, which needed blood transfusions during the second intervention. Currently, she still suffers from several symptoms, the sequelae have not been fully determined diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: showed 4 pieces (of essure) in uterus; in (B)(6) 2019: shows a density similar to metallic debris and another doubtful one. Allergy test - on (B)(6) 2016: food screening: all negative epicutaneous test (including nickel): all negative (reading 48 and 96 hours)negative. Antinuclear antibody - on (B)(6) 2012: negative. Body height (cm) - on (B)(6) 2017: 159 cm. Computerised tomogram - on (B)(6) 2018: pelvic- without contrast : essure fragments; on (B)(6) 2018: abdominal-pelvic - without contrast : essure fragments; on (B)(6) 2018: abdominopelvic CT: confirms the existence of metallic material of peri uterine location on both sides of the uterine fundus, approximately 3-4 mm and in the right adnexal region of about 5 mm; in (B)(6) 2019: hyperdense image of approximately 1/2 mm adjacent to the surface of the ventral uterine face. It is difficult to quantify its density in hu given its size (it shows values around 242 hu); in (B)(6) 2019: hyperdense image of approximately 3-4mm is observed, showing a density of approximately 603 hu. It is located adjacent to the right levator ani muscle; in (B)(6) 2019: image with similar characteristics of 3-4 mm with attenuation values of up to 1000 hu is observed adjacent to the colon in the region of the rectosigmoid junction. Endoscopy gastrointestinal - on (B)(6) 2012: upper gastrointestinal endoscopy with sliding hiatal hernia, lesions in the hernial sac. Rest normal. Gynaecological examination - on (B)(6) 2017: external genitalia normal; on (B)(6) 2021: normal external genitalia, normal epithelialized vagina and cervix. Normal discharge. Haemoglobin - on (B)(6) 2012: 11.4; on (B)(6) 2017: 9.6 g/dl. Imaging procedure - on (B)(6) 2016: images in which several formations of between 1-3 mm are seen scattered in the pelvis, with a random location, one of them rather central of 3.6 mm. Magnetic resonance imaging - on (B)(6) 2016: magnetic resonance imaging without sacroiliac contrast: a slight decrease in the joint line can be seen bilaterally with discreet irregularity of both anterior iliac margins. Bone structures with normal morphology and signal intensity, without appreciating bone edema or other findings that indicate nflammatory involvement in sacroiliac joints. Bone edema can be seen in the vertebral plates at the l5-s1 level, a nonspecific finding that may also be related to osteochondrosis. Joint origin of left l5 and s1 roots. Lumbar spine and pelvis included in the study with no other noteworthy alterations. Conclusion: edema in vertebral plates at l5-s1 level. Sacroiliac joints without the presence of subchondral edema or other inflammatory lesions. Negative MRI according to asas criteria; on (B)(6) 2016: magnetic resonance imaging of the lumbosacral and sacroiliac spine: a slight decrease in the joint line can be seen bilaterally with slight irregularity of both anterior iliac margins. Bone structures with normal morphology and signal intensity, without appreciating bone edema or other findings that indicate inflammatory involvement in sacroiliac joints. Bone edema can be seen in the vertebral plates at the l5-s1 level, an unspecific finding that may also be related to osteochondrosis. Joint origin of left l5 and s1 roots. Lumbar spine and pelvis included in the study with no other noteworthy alterations. Conclusion: edema in vertebral plates at l5-s1 level. Sacroiliac joints without the presence of subchondral edema or other inflammatory lesions. Negative MRI according to asas criteria; on (B)(6) 2017: edema in vertebrae at l5-s1 level. Sacroiliac joints without the presence of subchondral edema or other inflammatory lesions. MRI negative according to asas criteria. Discopathy degenerative left foraminal protrusion of l5-s1 in contact with contralateral emerging root conclusion, scoliosis. Discopathy. Pathology test - on (B)(6) 2017: macroscopic description: two bottles. Bottle a: a tubal segment that comes with a metal spring inside. The tube measures 4 x 0.3 cm. Bottle b: another fimbriated tubal segment with a metal spring inside. The tube measures 8 x 0.5 cm. Serum ferritin - on (B)(6) 2012: normal. Smear test - on (B)(6) 2018: cytology without relevant findings. Screening for human papillomavirus without findings. Specialist consultation - on (B)(6) 2012: normal joint examination without inflammatory phenomena. Bilateral cervical contracture. Bilateral doubtful positive faber test. No pain on palpation at sacroiliac points; on (B)(6) 2017: examination: higher right shoulder dysmetria and slight hump with significant muscle contracture, no pain on palpation in the spine or in the rest of the paravertebral muscles with preserved mobility. Pain on palpation in the ischiogluteal bursa. Poor plantar support. Not arthritis. Fibromyalgia points; on (B)(6) 2018: revision of umbilical hernia. Examination: median supraumbilical scar, umbilical hernia not palpable; on (B)(6) 2018: she is informed that two of the metallic remains by CT image and by the report are found in the uterus, but two others are in a right adnexal region and another one is in douglas. Spinal x-ray - on (B)(6) 2012: cervical spine rectification with degenerative signs. Transaminases - on (B)(6) 2012: normal. Ultrasound scan - on (B)(6) 2013: ultrasound finding of uterine myoma. Ultrasound scan vagina - on (B)(6) 2016: essure well located, normal ovaries; on (B)(6) 2017: uterus and ovaries normal, essure normally inserted. Not free liquid; on (B)(6) 2020: ultrasound uterus with secretory endometrium. Normal adnexa. No other findings clinical judgment: essure remains; on (B)(6) 2021: uterus in anteversion, second phase endometrium of 12 mm. Right adnexa with anechoic formation of 37x37 mm, well delimited. Normal left adnexa. Not free liquid. Clinical judgment: essure remains. Weight (kg) - on (B)(6) 2017: 69 kg. X-ray of pelvis and hip - on an unknown date: 4 pieces were seen; on an unknown date: 6 pieces were clearly seen; on (B)(6) 2016: four millimetric images of high density (metal) are identified in the minor pelvis, suggestive of remains of material of essure; on (B)(6) 2017: showing punctiform hyper refringent areas, which the patient associated with remains of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2022: the follow information were include other health professional's reporter, patient's details (date of birth full updated), medical history, family history, lab data, other treatment products, events: rash, achilles tendon pain, lumbar scoliosis, iron deficiency anemia, sliding hiatal hernia, esophageal reflux, uterine myoma, eye pain, pain in lumbar spine, menstrual disorder, heavy menstrual bleeding, dysmenorrhea, dermatitis contact, sacroiliitis, oral dryness, headache, asthenia, umbilical hernia repair, suture line infection, anxio-depressive syndrome, dysmenorrhea, left lower quadrant pain, seroma, contraceptive device removal incomplete. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.